Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transcript revealed noise and myopotential oversensing episodes in the atrial channel, which resulted in false automatic mode switching. No intervention was reported. Patient was in stable condition.